Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. Visual inspection was performed and the instrument was found to have teflon pad damage. The entire teflon pad was found to be completely dislodged from the instrument and was not returned with the instrument measuring approximately 0.106" x 385". Visual inspection was performed and the chassis was found to exhibit abrasions.

Event description:
It was reported that during a da vinci-assisted ileal conduit surgical procedure, the instrument tip "ships", or teflon pad, fell off. There was no instrument collision or irregular use. There was no report of fragment(s) falling inside the patient. The procedure continued as planned with no reported injury.